Manufacturer narrative:
The dates of the events are unknown; however, according to the article the study period was from november 2011 to april 2012. For this reason, the first day of the reported study period (01-nov 2011) was used as the occurrence date. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in ts ¿clinical technical summary for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The patient¿s pre-operative conduction disease and the mechanism described above are likely contributing factors for the heart block. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Per the article ¿use of transaortic, transapical, and transcarotid transcatheter aortic valve replacement in inoperable patients¿, a single center retrospective study was performed from november 2011 to april 2012 "I" which the tavr procedure "were" performed in 44 patients with sapien transcatheter aortic valves (23 or 26mm). During the study period, two (2) patient developed complete heart block postoperatively, requiring permanent pacemaker placement. Both patient had pre-operative conduction disease. Reference: thourani vh, gunter rl, neravetla s, block p, guyton ra, kilgo p, lerakis s, devireddy c, leshnower b, mavromatis k, stewart j. "Use of transaortic, transapical, and transcarotid transcatheter aortic valve replacement in inoperable patients." The annals of thoracic surgery. 2013 oct 1; 96 (4): 1349-57.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this article. Please reference related manufacturer report numbers: 2015691-2018-05470 and 2015691-2018-05471.